Manufacturer narrative:
Patient demographics (date of birth, age at time of event, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. The device was requested for evaluation but was not returned therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. The typical cause for this type of event is the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. There is a label on the device warning the user against re-sterilizing, reusing, hitting bone or use of excessive force as these may result in needle breakage or patient injury. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported by the facility that while doing a left rotator cuff repair, the surgeon reported the scorpion multifire needle, ar-13995n, lot 10178378, was not operating properly. This was being used with a scorpion hand instrument, ar-13999mf, lot 80656. The scrub tech noticed, once the complaint needle was handed back to her, that the tip was broken off and missing from the needle. The needle was fired once prior to surgery. It was reported that more than two passes were attempted with the needle. Once the surgeon realized the needle was not operating properly, a new needle was brought in to complete the case. They also brought in a new hand piece at that time, as the original hand piece was not clamping as it should. The new hand piece jaws did securely clamp the tissue. They did not hit bone or inside of the cannula with the needle. The case was completed without any additional incision or delay in case. An x-ray was taken to identify broken needle tip in patient, but x-ray did not show any needle fragment in the patient. Patient was a male, (B)(6).

Manufacturer narrative:
Patient demographics (date of birth, age at time of event, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. The failure mode could not be determined, but the broken needle point condition can be caused by consistently passing the needle through challenging tissue (thick or calcified) or hitting bone. The buckled needle strip condition is typically caused by the device skiving under thick tissue or distorting distally under the jaw. The distal end of the nitnol point demonstrated minimal scrape marks, indicating devices were not fired excessively. The mating part (concomitant device) was returned along with complaint device. Confirmed the needle strip thickness and width dimension to be within specification. The typical cause for this type of event is the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. There is a label on the device warning the user against re-sterilizing, reusing, hitting bone or use of excessive force as these may result in needle breakage or patient injury. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported by the facility that while doing a left rotator cuff repair, the surgeon reported the scorpion multifire needle, ar-13995n, lot 10178378, was not operating properly. This was being used with a scorpion hand instrument, ar-13999mf, lot 80656. The scrub tech noticed, once the complaint needle was handed back to her, that the tip was broken off and missing from the needle. The needle was fired once prior to surgery. It was reported that more than two passes were attempted with the needle. Once the surgeon realized the needle was not operating properly, a new needle was brought in to complete the case. They also brought in a new hand piece at that time, as the original hand piece was not clamping as it should. The new hand piece jaws did securely clamp the tissue. They did not hit bone or inside of the cannula with the needle. The case was completed without any additional incision or delay in case. An x-ray was taken to identify broken needle tip in patient, but x-ray did not show any needle fragment in the patient. Patient was a male, age 69.